Event description:
The site reported that after checking the pacs-iw database, they could not locate a study with the given pt name, though a study with the same data and time values with another pt name was found. Comparing these studies it showed that these two studies contained identical imaged, but different pt names. It was noted that the accession number in both studies is identical. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow up report will be submitted when the investigation is complete. (B)(4).